Manufacturer narrative:
The disposable loading unit (cartridge) was returned for evaluation. However, the stapler in which the device was fired was not returned. Without the stapler, a proper evaluation of the disposable loading unit could not be performed, therefore, we could not reliably determine the exact cause of the difficulty experienced.

Event description:
The disposable loading unit was used with an disposable stapler during a laparospically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not fire properly. The surgeon used another instrument to complete the procedure. No pt injury reported.